Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged eight years post implant. A lead revision was performed were this lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.